Event description:
A biomedical engineer reported an inaccuracy of 2cm during a cranial resection. It seems as though the z-axis (depth) is spot on, but the x/y axis is way off despite a successful registration. The surgeon realized he was 2cm inaccurate once in the resection. The surgeon chose to discontinue the use of navigation and imaging to complete the procedure with no negative impact to the patient outcome.

Manufacturer narrative:
The patient age and weight is not available at the time of this report.a medtronic rep went to the site where a system checkout was performed. The system is functioning normally; no further issues were experienced. The archive was received by the manufacturer and the evaluation is in progress. No further issues were reported.